Event description:
The closed suction catheter was placed partially down the tracheal tube during a pressure controlled ventilation, causing decreased flow, decreased volume and increased airway resistance. Pneumomediastinum (collapsed lung) resulted and chest tubes were placed.